Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log file confirmed the report of pump stops, a specific cause for these events could not be conclusively determined as there is no product available for investigation. Based on previous complaint history, these findings appear consistent with a potential driveline issue. The submitted log file captured low speed advisory alarms on 04oct2019, associated with the pump speed decreasing to values as low as 6020 rpm. Pump stops and low speed events were also observed on 06oct2019 and 07oct2019. These events occurred while the system controller was connected to a power module. Power elevations up to 9.4 w and low flow hazard alarms were also noted at the time of these events. The account communicated that the patient was connected to a grounded patient cable at the time of the pump stops. The patient was placed on battery power following these events. The patient was asymptomatic and x-rays appeared unremarkable. The patient would be issued an ungrounded cable and re-educated about the use of the ungrounded patient cable. No product would be returned, and the patient would be discharged home on the ungrounded patient cable. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced pump stops and speed drops below the low speed limit on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019. The patient was previously issued an non-grounded patient cable; however, these stops occurred on a grounded cable. X-rays were taken which indicated an area that could cause stress on the percutaneous lead but it could not be confirmed and were therefore unremarkable. The patient was not symptomatic. The patient will be discharged home on a non-grounded cable. No additional information was provided.